Manufacturer narrative:
The tech found the head down button on the pt pendant was stuck. The tech replaced the hand held pt pendant to resolve the issue.

Event description:
The tech alleged unintentional head down movement of the bed. No pt impact.